Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model epk-3000 is classified as import for export, therefore 510k is not applicable. Same pentax model epk-3000-USA is distributed in the USA with 510k k172156

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "aux lamp check main lamp display on the monitor. Visit with a substitute. I was able to confirm the error pointed out. Acquire and check the error log, but there is a history of 03-1000 and 03-2000. Replace with a substitute machine and raise the repair. No past repair history." Involving pentax model epk-3000/serial (B)(4). The event was reported to have occurred prior to the procedure. No further information was provided at the time of the report. The device is pending return to pentax.